Event description:
A facility initially requested service due to an error message received during surgery. They were not aware of a pt event. They stated the machine was rebooted and worked fine. Add'l info received on 10/13/06 said the dr had to go to manual mode (changed to an ecce) as a result of the error message, and the pt received add'l corneal edema as a result. The questionnaire was received on 10/26/06. The surgeon stated the machine locked up and shut down. Irrigation stopped and the eye collapsed on phaco tip. Outcome of the event is good, possibly the eye will improve. Pt required an add'l prescription for the swollen cornea.

Manufacturer narrative:
After initial request for service, the facility declined service. Device is not available for eval and root cause analysis.